Manufacturer narrative:
The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode, k electrode, and cl electrode on a cobas 8000 ise module. No questionable results were reported outside of the laboratory. The sample initially resulted in the following values: na = 118.9 mmol/l. K = 4.07 mmol/l. Cl = 124.55 mmol/l. The sample was automatically repeated on the same analyzer, resulting in the following value: na = 138.89 mmol/l. The sample was repeated on a second analyzer as the values did not agree with the patient's clinical status. The sample was repeated on a second analyzer, resulting in the following values: na = 142.04 mmol/l. K = 4.75 mmol/l. Cl = 102.51 mmol/l. The repeat values from the second analyzer were deemed correct.

Manufacturer narrative:
The field service engineer adjusted a probe. The investigation determined the service actions resolved the issue.